Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis manifested by turbid effluent, abdominal pain, diarrhea, fever and nausea. The cause was unknown. On an unknown date, the patient was hospitalized for the event. Treatment rendered was not reported. On an unknown date, the patient was discharged from the hospital and had recovered. Action taken with dianeal therapy was not reported. Additional information is not available.